Event description:
Caller reported a cartridge alarm 20 issue, which was identified as repetitive with five back-to-back cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on returning the problematic one to tandem using a pre-paid label. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.